Manufacturer narrative:
Results: a sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6015886.

Event description:
It was reported that after using the 13 x 100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure the user recapped the tube but the cap crept out.